Event description:
It was reported that the pt experienced an infection. The pt's mother had noticed the pump pocket site was red and swollen with pus coming out of it. The pump and catheter were explanted in 2009, the day the pt was brought to the hosp. The pt was treated with oral antispasmodics, botox, phenol injections, and a course of antibiotics. The plan was to replace the pump and catheter at some point in the future. At the time of the report, the pt was doing fine. A f/u report will be submitted if additional info becomes available.